Manufacturer narrative:
The tenaculum forceps instrument involved with this event has been returned and evaluated. Failure analysis was not able to confirm the customer reported failure. The instrument grips are attached to the instrument with no damage. The instrument was found to have a broken grip cable at the distal idle pulley with a cable segment sticking out at the instrument's wrist. The instrument was also found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the tenaculum forceps instrument broke off, fell inside the patient, and was retrieved without patient harm. Furthermore, the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from the tenaculum forceps instrument broke off and fell inside the patient. The fragment was retrieved without issues. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the fragment was retrieved during the same procedure without patient harm, adverse outcome or injury. Isi made multiple attempts to contact the site to gather additional information regarding the reported event; however, there was no response.